Manufacturer narrative:
Evaluation: the catheter was visually inspected and a kink was found just below the trifurcation hub of the catheter. A flatten area were found at between 40 cm and 60 cm marker bands. The balloon inflated properly and was able to maintained inflation for over two hours with no defects observed. The eccentricity of the balloon was found to be acceptable. It is highly unlikely that the flattened area contributed to the migration of the balloon. The blue clamp lock was placed at the 76 cm mark and was not near or on the flattened area of the shaft. The length of the device and location of the depth markings were measured using a ruler and were found to be within specifications. If slack is not removed from the device it can cause the device tip to migrate towards the aortic valve. It is not known what caused the balloon to migrate towards the aortic valve 179 minutes into the procedure. The clamp lock had not moved from its original position. Since the root cause of the balloon to migrating towards the aortic valve is unknown, there are no corrective actions taken at this time. The instructions for use were reviewed and found to acceptably address this concern. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported by the clinical specialist: that the "intraclude aortic device (icf100) migrated. It was used in a robotic mvr case. The patient presented with hx of mr, and mitral valve repair surgery was initiated using internal balloon occlusion via the icf device. The device was placed step by step per IFU, locked in place at a depth of 76cm using the blue clamp mechanism. The balloon was then inflated in the ascending aorta. After 197 minutes of clamp time the surgeon noticed that the icf balloon migrated proximally (in the direction of the aortic valve). Upon examination of depth markers, there seemed to be no difference, the blue clamp was still locked at 76cm of depth. On tee examination, the balloon was noticeably closer to the ao valve. Surgeon stated that icf balloon is now interfering with her view of continuing to repair the valve. She abandoned robotic repair, converted the patient, icf device was removed, and replaced by a chitwood clamp through a separate port. Surgeon also made a lateral incision on chest to proceed with open repair. Total clamp time was 216minutes. Total bypass time was 262 minutes. In addition to our initial antegrade cardioplegia via the icf device, retrograde cardioplegia via the pr9 device was also administered every 15 minutes during the case and provided myocardial protection of the heart. Off bypass, the patient was listed in stable condition."

Manufacturer narrative:
The device is currently under review into root cause.